Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of this investigation was limited and the reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at the posterior foot to suggest that a posterior cuff miss might have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. There were no abnormal observations that could have contributed to the reported needle-to-cuff miss. Possible contributing factors for the reported cuff miss include manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. The needle trajectory of every device is verified twice during manufacturing. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no challenging anatomical conditions reported, which could have contributed to the reported cuff miss. There was no information reported or definitive evidence in the evaluation of the device to suggest incorrect deployment technique. Based on the reported information and the investigation findings, the probable cause for the reported cuff miss could not be determined. No manufacturing or quality deficiency was detected. A review of the device lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. A third proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. Though requested, additional information was not provided.